Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a hip arthroplasty approximately 15 years ago. Subsequently, patient was revised on (B)(6) 2013 due to poly wear. It was noted there was osteolysis present behind the cup. The liner was removed and replaced.